Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor. Customer experienced symptoms of tingling, weakness, and sweating and was given honey as treatment by his wife. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor. Customer experienced symptoms of tingling, weakness, and sweating and was given honey as treatment by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. A sim-vivo test was performed and all results were within specification. No malfunction or product deficiency was identified.